Event description:
It was reported the patient's trial procedure was abandoned after the physician was unable to implant the lead due to difficulty steering the lead in the epidural space.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).